Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the estimated longevity of this pacemaker had decreased from 14 to 11.5 years over the course of a few months. The caller inquired as to whether this could be due to the two magnetic resonance imaging (MRI) scans the patient had undergone. A boston scientific technical services (ts) consultant discussed that it was not likely. Device data from the associated remote monitoring system was submitted for engineering analysis. Analysis found that the device had been operating in right ventricular (rv) auto capture suspension mode for approximately 70% of the time recently. Ts discussed that the change in longevity was likely due to higher outputs during suspension. Ts also suggested that a copy of device memory be preserved and submitted for analysis. No more information was provided. No adverse patient effects were reported. This device remains in service.